Manufacturer narrative:
The device was not returned to the manufacturer for analysis. An investigation has been initiated based on the reported information.

Event description:
The evidence-based complementary and alternative medicine (2017) published an article entitled, "a pilot randomized, controlled study of nanocrystalline silver, manuka honey, and conventional dressing in healing diabetic foot ulcer", that examined the preliminary effectiveness of nag against mh and conventional dressing in healing dfu in terms of ulcer healing, ulcer infection, and inflammation. The target participants were screened in the orthopedic department of two regional hospitals and one general outpatient clinic (gopc). They targeted 10 per group in this pilot study and the total number of 30 participants was planned. A generalized blister was reported in the medihoney group. It was treated with oral steroid and antibiotics.

Manufacturer narrative:
This is a literature review complaint. The device was not returned to the manufacturer for physical evaluation, therefore, the reported condition could not be confirmed and root cause cannot be determined. Device history record review cannot be performed since lot number was not provided.